Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 600 mg/dl. Customer has had 3 heart attacks in the past. One of the heart attacks was 7 years ago with a triple bypass. The second heart attack was 5 years ago and the customer did not provide date for 3rd heart attack. Customer was taking cough medicine with liquid codeine in it. The codeine was reacting badly with the insulin. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.